Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella device used. Hemoglobin (hgb) 9.4 on arrival to the hospital. 11 hours later, post-procedure, hgb dropped to 7.0. Anemia secondary to hemolysis from impella. Patient transfused with 3 units packed red blood cells and impella ultimately explanted. The patient recovered with sequelae.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Manufacturer narrative:
The investigation for the hemolysis has been completed. The pump was not returned. Data logs were reviewed finding many suction alarms occurred. No motor current spike observed. No positioning alarms occurred. No hemolysis related issue indicated. The cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
Corrections to the initial MFR report: b1-selected product problem. B5-added additional failure mode. G1 MDR reporting contact email . Added h6 component code 925, med dev prob code 1158.

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding an impella cp that had a device deficiency. The "impella removed (B)(6) 2023 rota burr stuck occluding the lad."

Manufacturer narrative:
The investigation hemolysis and positioning issue has been completed. The impella device was not returned for evaluation. Hemolysis: no changed in the investigation results that was previously reported. Positioning issue: the root cause of positioning issue most likely was patient condition related since rotablator burr stacked in the left anterior descending artery (lad) and impella removed.